Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The bag/vent switch and expiratory diaphragm were replaced and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit didn't start mechanical ventilation when switching the bag/vent switch from manual to vent. There was no reported patient injury.